Event description:
The customer reported a suspected false (incorrect) positive result from a rapid result covid test system (lot number: ch21a03) on multiple unknown patients. The patients were tested again with carestart sars-cov-2 ag tests using kits from another lot number (details unknown) and all came out negative. The customer also reported that the negative control swab showed a positive result while performing the quality control (qc) process of lot number ch21a03. No adverse patient effects were reported. Access bio followed up two times on december 14, 2021, and september 12, 2022, to better understand the facts and circumstances of the test but did not receive any further information from the customer.

Manufacturer narrative:
The technical support team at access bio tested the retained product of the lot number ch21a03 against positive and negative quality control (qc) panels and showed all valid results. Moreover, in the absence of information from the customer, it would be difficult to rule out potential root causes identified below. 1. Customer might not follow the instructions for use (IFU) a. Excess blood or mucus on the swab specimen may interfere with test performance and may yield a false-positive result. B. Interpreting results after 15 min. C. Not performing test immediately after opening the test device in the pouch. D. Potential contact with foreign substances and household cleaning products during sample collection and testing. E. Operating test outside of storage conditions. F. Excessive buffer application to sample well of the test device. 2. Customer might mistakenly tested positive control swab in place of negative control swab. Access bio will continue to monitor future complaints through our data trending programs and take further actions based on identified valid trends.